Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery and high bgs found on sept 30, 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of sept 30, 2021. There was no unexpected alarms/suspends noted. A bolus wizard delivery of daily total of bolus insulin delivered = (B)(4) u bolus noted. 09/30/2021, 04:32:02.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 06:28:22.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 07:52:36.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4). Bolusamountdelivered = (B)(4). 09/30/2021, 11:04:53.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 12:51:38.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 15:53:34.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 16:07:18.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 16:19:54.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 18:04:08.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4), 09/30/2021, 18:33:08.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). 09/30/2021, 21:43:06.000, normalbolusdelivered, normalbolusamountprogrammed = (B)(4), bolusamountdelivered = (B)(4). Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Device passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible under delivery and high bgs found on sept 30, 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of sept 30, 2021. There was no unexpected alarms/suspends noted. A bolus wizard delivery of dailytotalofbolusinsulindelivered = 23.9 u bolus noted. 09/30/2021 04:32:02.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4. 09/30/2021 06:28:22.000 normalbolusdelivered normalbolusamountprogrammed = 5.4 bolusamountdelivered = 5.4. 09/30/2021 07:52:36.000 normalbolusdelivered normalbolusamountprogrammed = 3.1 bolusamountdelivered = 3.1. 09/30/2021 11:04:53.000 normalbolusdelivered normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.7. 09/30/2021 12:51:38.000 normalbolusdelivered normalbolusamountprogrammed = 2.7 bolusamountdelivered = 2.7. 09/30/2021 15:53:34.000 normalbolusdelivered normalbolusamountprogrammed = 0.2 bolusamountdelivered = 0.2. 09/30/2021 16:07:18.000 normalbolusdelivered normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4. 09/30/2021 16:19:54.000 normalbolusdelivered normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1. 09/30/2021 18:04:08.000 normalbolusdelivered normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4. 09/30/2021 18:33:08.000 normalbolusdelivered normalbolusamountprogrammed = 5.4 bolusamountdelivered = 5.4. 09/30/2021 21:43:06.000 normalbolusdelivered normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 17 mmol/l which was treated with inpen. The user alleged the insulin pump was under delivering insulin because they changed infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.